Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to place a cardiomems device in a coronary artery. The steelcore guide wire (gw) was advanced however was then switch out for a command 18 gw. The swan ganz catheter was advanced however kept coming out. The patient started coughing; therefore, suction was performed to remove fluid from patients mouth; however, blood was noted. When removing the swan catheter, the guide wire came out as well. The physician stopped the procedure and the patient was monitored overnight. The physician believes the hemoptysis was caused due to the wire being placed a bit too deep in the vessel. No additional medication was provided and the patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine any issue with the device as no patient effects or device malfunction/failure mode was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known. D9: device available for evaluation updated from ni to no.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. Per the physician, the hemoptysis was due to the steelcore guide wire. There was no issue with the command 18 guide wire.